Event description:
The hospital reported that during a coronary artery bypass procedure, one heartstring seal did not properly deploy out of the delivery tube. The seal deployed in the aorta but when the surgeon went to remove the delivery device, the seal pulled back out with the device. A replacement heartstring seal was used to complete the procedure. No patient complications were reported by the hospital.

Manufacturer narrative:
Investigation results: the visual inspection showed that the seal was out of the delivery tube. The tension spring components were still loaded in the deployment tube and the plunger had been depressed. The reported failure was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode.